Event description:
On (B)(6) 2011, customer reported that they had erroneous accutni results for six patients on the access 2 immunoassay system. Customer stated that the instrument also generated peristaltic pump running errors ever since the erroneous patient results started to occur. Results were not reported outside the laboratory. There was no effect to patient treatment. Field service engineer (fse) examined the instrument on (B)(4) 2011 and replaced the worn peristaltic tubing and replaced the faulty home sensor. Fse performed alignments and lubricated the pipettor shaft. Fse performed volume checks, system checks and quality control was within specifications. The system was verified as performing to the published performance specifications.